Event description:
It was reported that bd q-syte closed luer access device air bubbles in line. The following information was provided by the initial reporter, translated from chinese to english: q-syte for hemodialysis long term catheter, maintenance replacement of infusion connector on dec. 1, patient dialysis use normal. Patient did dialysis on dec. 6, arterial end drew blood, lots of air bubbles in the dialysis catheter (should be bubble free).

Manufacturer narrative:
Facility name exceeds character limit: (B)(6). H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Event date updated in b tab. Investigation results: the complaint of air bubbles in the connector was confirmed; however, it could not be confirmed that the q-syte connector caused or contributed to the reported event. One photograph was provided for investigation, which showed one q-syte connector with what appeared to be air bubbles mixed with a red colored liquid inside the connector. The physical sample was not provided for functional testing to determine if the q-syte connector was damaged. As the air bubbles may have originated from the catheter, poor connection, or the connector, the root cause was undetermined. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
Date of event is updated too "unknown".